Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The customer informed philips that the system failed to start despite attempts to restart it, which did not resolve the problem. The philips remote service engineer (rse) analysed the system remotely and verified that the flexvision pc in cabinet b was powered on and operational. The rse advised the customer to reboot the system. Customer rebooted the system. After restart, the system was returned to use in good working order. The next day, issue was reoccurred. The philips engineer replaced the flexvision pc. After replacement, the system was returned to use in good working order.